Event description:
A journal article was submitted detailing a case report of a patient who presented with rest pain and ulcer in the left foot for 2 months. On physical examination, the left limb muscle was atrophied, and the distal parts of the patient¿s first and second toes onthe left foot were gangrenous. The patient still had sensation and could flex all other toes. The femoral artery pulse on both sides, the left popliteal artery (pa) pulse, and the left pedal artery pulse were absent. The ankle¿brachial index (abi) of the left limb was zero. Ultrasound showed moderate stenosis in the left external iliac artery (eia), and occlusive lesions were present from the left proximal common femoral artery (cfa) to the p1 segment of the pa with severe calcification. The anterior tibial, tibiofibular trunk, and fibular artery were unobstructed. Meanwhile, ultrasound of the left great saphenous vein showed a maximum diameter of only 2.8 mm. After a general examination, hybrid surgery performed. Medtronic¿s trailblazer support catheter was used combined with a guidewire during treatment. During insertion of the non-medtronic guidewire through the sfa, force was applied leading to perforation of the arterial wall. Following this an endovascular rail was established. A non-medtronic balloon was subsequently introduced in a retrograde fashion and sfa lesions were predilated. Next, deployment of 3 s uccessive non-medtronic stent grafts was performed. Post-dilation of the stent grafts was performed using an admiral xtreme pta balloon. Finally, a non-medtronic bare stent was implanted in a retrograde fashion in the eia, and a 6x100-mm everflex stent was implant ed in the pa to treat the residual dissection. Completion angiography showed that blood flow to the sfa and pfa was unobstructed, and the flow velocity in pas increased. After removing the conduit, the left groin incision was closed, and the retrograde puncture point was dressed with pressure. Computed tomography 1 week after surgery showed good stent localization and patency. The patient was administered medical post procedure. The patient then attended a local hospital to have the first toe on his left foot amputated. A follow up after 1 year showed that the wound of the amputated toe had healed, and rest pain did not recur. Ultrasound showed moderate stenosis (60%) of the pa stent, while the other 2 stents were patent. The abi of the left limb was 0.48. The patient refused reintervention, then a close follow up was kept.

Manufacturer narrative:
Title: viabahn-assisted extra-arterial bypass combined with surgical arterial endarterectomy as a salvage technique to treat critical limb ischemia author: ren wei, hongpeng zhang, wei guo journal: annals of vascular surgery year: 2022 vol/issue: 79 ref: 10.1016/j.avsg.2021.07.042. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.